Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so, which resolved the issue. The customer was advised that they could continue using the pump and to contact support if the malfunction code reoccurred. The caller acknowledged and understood these instructions.